Event description:
As reported, the balloon of a saber rx 6mm 10cm percutaneous transluminal angioplasty (pta) balloon catheter ruptured within its nominal pressure. The procedure completed by using an unknown drug-coated balloon catheter. There was no reported injury to the patient. The product was stored and prepped properly, according to the instructions for use (IFU), and did prep normally. There was no difficulty removing the product from the hoop, removing the protective balloon cover, or removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The balloon was used for pre-dilation of a lesion in the superficial femoral artery (sfa), which had severe calcification with 90% stenosis. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon catheter did not kink while being used. The balloon ruptured while in the vessel, but not while in a stent. The balloon was removed intact from the patient. The device was discarded.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a saber rx 6mm 10cm percutaneous transluminal angioplasty (pta) balloon catheter ruptured within its nominal pressure. The procedure completed by using an unknown drug-coated balloon catheter. There was no reported injury to the patient. The product was stored and prepped properly, according to the instructions for use (IFU), and did prep normally. There was no difficulty removing the product from the hoop, removing the protective balloon cover, or removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The balloon was used for pre-dilation of a lesion in the superficial femoral artery (sfa), which had had severe calcification with 90% stenosis. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon catheter did not kink while being used. The balloon ruptured while in the vessel, but not while in a stent. The balloon was removed intact from the patient. The device was discarded.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, h2, h3, h6 and h10. As reported, the balloon of a saber rx 6mm 10cm percutaneous transluminal angioplasty (pta) balloon catheter ruptured within its nominal pressure. The procedure completed by using an unknown drug-coated balloon catheter. There was no reported injury to the patient. The product was stored and prepped properly, according to the instructions for use (IFU), and did prep normally. There was no difficulty removing the product from the hoop, removing the protective balloon cover, or removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The balloon was used for pre-dilation of a lesion in the superficial femoral artery (sfa), which had had severe calcification with 90% stenosis. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon catheter did not kink while being used. The balloon ruptured while in the vessel, but not while in a stent. The balloon was removed intact from the patient. The product was not returned for analysis as it was discarded. A product history record (phr) review of lot 82191520 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of severe calcification with stenosis likely contributed to the reported event as calcification is known to damage balloon material. The balloon material may have encountered calcified spicules during delivery or upon balloon expansion. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d4, d9, g3, h1, h2, h3 and h6. A review of the manufacturing documentation associated with lot 82191520 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a saber rx 6mm 10cm percutaneous transluminal angioplasty (pta) balloon catheter ruptured within its nominal pressure. The procedure completed by using an unknown drug-coated balloon catheter. There was no reported injury to the patient. The product was stored and prepped properly, according to the instructions for use (IFU), and did prep normally. There was no difficulty removing the product from the hoop, removing the protective balloon cover, or removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The balloon was used for pre-dilation of a lesion in the superficial femoral artery (sfa), which had had severe calcification with 90% stenosis. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon catheter did not kink while being used. The balloon ruptured while in the vessel, but not while in a stent. The balloon was removed intact from the patient. The device was discarded.